Manufacturer narrative:
(B)(4). The device was received in service and repair; the software version found to be out of date. The device functionality would not have been affected by this issue; the device operated within specs when received. The software was updated to current version and device tested to specification; performed electrical safety test, all tests pass. (B)(4) the device was received in service and repair; the cable assembly was found to be worn out. The cable assembly was replaced and the device was successfully tested to specifications.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant device: 8253410: patient interface 8253410 nim neuro 3.0, s/n (B)(4), lot 205433057 manufactured date: 2011/09/26 UDI: (B)(4). Product evaluation: analysis results are not available; evaluation of the device is in progress. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reports that the nim 3.0 neuro mainframe and patient interface are not working properly. This was discovered prior to use; there was no reported patient impact. No additional information is available.